Event description:
This spontaneous report, received from a foreign country and reported by a consumer as "felt the needle in his stomach", concerns a male patient treated with novofine 8mm (30g) (needle) for "device therapy". In 2007, the patient's son injected the patient's insulin at supper time after which the patient went to work. He felt the needle in his stomach and went to the emergency room where a doctor removed the needle. The patient was fine and had no change in his blood glucose level. The overall outcome is reported as "recovered". Reporter's causality: unknown. Novo nordisk causality: reportable.